Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 500s mg/dl) and the cause was not known. A correction via the pump and insulin injections were administered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.